Event description:
It was reported that during a sigmoid colectomy, the staples did not close on the tissue, they were malformed. The distal donut was fine, but the proximal donut was not complete. The procedure was extended by twenty-five minutes. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.